Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as the healthcare provider reported that the device was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The type and cause of regurgitation varies depending upon multiple factors. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted thirteen (13) years, six (6) months, eleven (11) days, was explanted due to moderate to severe aortic valve stenosis, moderate regurgitation, paravalvular leak via noncoronary sinus site. The explanted device was replaced with a 23mm aortic pericardial valve. The patient tolerated the procedure well and left the operating room in guarded condition.